Manufacturer narrative:
A beckman coulter (bc) field service engineer (fse) evaluated the au5800 clinical chemistry analyzer. The fse identified defective ise (ion selective electrode) module tubing . The fse replaced the roller pump pinch valve tubing and dilution pot tubing to resolve the issue. (B)(6).

Event description:
A customer reported generating erratic sodium (na) patient results on their au5800 chemistry analyzer. The erroneous patient results were reported out of the laboratory; however, there was no change to patient treatment in association with this event. The qc (quality control) results were not within the laboratory's established ranges during the incident, but was within specification post calibration.